Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in the proximal left anterior descending (lad) artery. The 3.5 x 15mm monorail nc quantum apex was chosen to post dilate a non-bsc 3.5 x 18mm stent. During first inflation, the balloon ruptured at 14 bars. The balloon was removed fully intact. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).